Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had received a power error detected alarm on the insulin pump. The customer¿s blood glucose level was 6.2 mmol/l and current blood glucose level was 7.5 mmol/l. The customer reported power error detected within a week of troubleshooting the previous occurrence. The customer was advised to return the broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. No change sensor alert or calibration not accepted alert noted.